Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fetal distress, parity 2 and cesarean section. Concurrent conditions included back pain, libido decreased, insomnia and adenomyosis. Concomitant products included alprazolam, hydrocodone, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo-provera), metoclopramide, metoclopramide (reglan), minerals nos;vitamins nos (prenatal plus), mirtazapine, mirtazapine (remeron) and piroxicam (paxil). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2018, the patient experienced arthralgia ("right leg hip pain"). On an unknown date, the patient experienced post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and weight increased had resolved, the anxiety, hot flush, depression, headache, dysmenorrhoea, fatigue and post procedural complication outcome was unknown and the migraine, dyspareunia and arthralgia was resolving. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy - have you had your essure (or any part of the device) removed? No. And hysterectomy full. (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fetal distress, parity 2 and cesarean section. Concurrent conditions included back pain, libido decreased, insomnia and adenomyosis. Concomitant products included alprazolam, hydrocodone, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo-provera), metoclopramide, metoclopramide (reglan), minerals nos;vitamins nos (prenatal plus), mirtazapine, mirtazapine (remeron) and piroxicam (paxil). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2018, the patient experienced arthralgia ("right leg hip pain"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, migraine, dyspareunia and arthralgia was resolving, the anxiety, hot flush, depression, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy - have you had your essure (or any part of the device) removed? No. And hysterectomy full - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs & mr received. Essure lot number, product indication and essure implant date were added. Following events were added: hormonal changes describe: hot flashes, abnormal bleeding(vaginal), menorrhagia, psychological or psychiatric condition: depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain/loss specify which one: weight gain and right leg hip pain. Event severity added for: physical pain/pain and right leg hip pain. Event outcome added for: migraines, physical pain/pain, right leg hip pain, dyspareunia (painful sexual intercourse), abnormal bleeding(vaginal) and menorrhagia. Medical history and concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicidal ideation, fetal distress, parity 2 and cesarean section. Concurrent conditions included back pain, libido decreased, insomnia and adenomyosis. Concomitant products included alprazolam, hydrocodone, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depo-provera), metoclopramide, metoclopramide (reglan), minerals nos;vitamins nos (prenatal plus), mirtazapine, mirtazapine (remeron) and piroxicam (paxil). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("emotional anguish/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In may 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In november 2018, the patient experienced arthralgia ("right leg hip pain"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, migraine, dyspareunia and arthralgia was resolving, the anxiety, hot flush, depression, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy - have you had your essure (or any part of the device) removed? No. And hysterectomy full - (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.